Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 and the patient's ipg was explanted and replaced. The replacement device was implanted on the opposite side.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg had migrated, in addition, the patient stated the ipg site is painful. As such, the patient will undergo surgical intervention to address the issue.